Manufacturer narrative:
Related devices are reported to be available for analysis but have not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a hematoma formed a few hours after intervention using a 6/7f mynx control vascular closure device (vcd). It created a false aneurysm and required emergency surgical revision. There was no other reported patient event. The patient is doing well to date. Additional information was requested but not provided. The device will not be returned for evaluation, but an unknown amount of sterile devices will be returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, a hematoma formed a few hours after intervention using a 6/7f mynx control vascular closure device (vcd). It created a false aneurysm and required emergency surgical revision. There was no other reported patient event. The patient is doing well to date. Additional information was requested but not provided. The device will not be returned for evaluation, but an unknown amount of sterile devices will be returned. The reported event of ¿pseudoaneurysm¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review and without the return of the device, it is not possible to determine what factors may have contributed to the event. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are possible causative factors. A femoral artery pseudoaneurysm is a type of "bubble" on the femoral artery due to a penetrating injury to the artery. An opening in the artery leads to leakage of blood from the femoral artery ( a "hematoma"). This hematoma develops a wall around it and the hematoma liquefies and forms a pulsating "bubble" on the artery. This is called a pseudoaneurysm. A pseudoaneurysm can develop on the femoral artery due to any penetrating injury of the artery. Sometimes, a tear can occur on the inside layer of the vessel resulting in blood filling in between the layers of the blood vessel wall creating a pseudoaneurysm. The most common penetrating "injury" of the femoral artery occurs during percutaneous procedures performed via the femoral artery. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a hematoma formed a few hours after intervention using a 6/7f mynx control vascular closure device (vcd). It created a false aneurysm and required emergency surgical revision. There was no other reported patient event. The patient is doing well to date. Additional information was requested but not provided. The device will not be returned for evaluation; unknown amount of sterile devices were expected to be returned but were not returned.